Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon review, the implantable cardiac defibrillator exhibited post-paced t-wave oversensing. The device was reprogrammed and no further episodes were seen.